Manufacturer narrative:
(B)(6). The device was manufactured between: june 25, 2016 ¿ june 27, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced an underinfusion while connected to a single day infusor. The device was filled with an unspecified amount of desferal. The expected infusion time was 10 hours; however, when the device was disconnected approximately ¿half of the solution¿ remained. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.